Event description:
Additional information was received; the patient with this device was hospitalized due to diaphragmatic stimulation. The device was reprogrammed and remains in service.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed. No further information is available at this time.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that post implant, the patient with this device developed a pocket hematoma. There was no fever and no site infection; however an antibiotic was prescribed. In addition, the patient experienced diaphragmatic stimulation due to programming changes that had been performed. Two weeks later, old blood was noted at the pocket incision. The patient was hospitalized. It was noted, the non-boston scientific crm left ventricular lead was dislodged. Attempts to reposition that lead were unsuccessful, the lead port was deactivated. During the procedure, the pocket was debrided. No further adverse patient effects were reported. This device remains implanted and in service.